Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a bad cough and during the coughing fit passed out and hit his face which required stitched. The patient was seen in clinic for follow-up. Upon interrogation, it was noted that at the time of the coughing, noise was detected on the right ventricular lead causing inhibition. A new lead was recommended. The lead was capped on (B)(6) 2019. A chest x-ray was done which showed a kink in the lead. The patient stated that he had rolled his atv a few month back and did not think he had gotten injured. The clinic feels that this was a potential reason for the kink and possible lead failure. The patient was stable post-procedure.